Manufacturer narrative:
The complaint doesn't indicate code and lot number, but in the report from the hospital is indicated that the client has already sent a similar complaint. For this reason and considering that the involved ward, breast surgery, and the expiry date are the same of the previous complaint from the same hospital (ref. 3013058659-2017-00003), we presume that the involved product is flat jackson pratt code 24130 lot f1507162. Following the meeting with the ward, our marketing area manager obtained further information and confirmed our hypothesis. We have consequently supposed that in this case, the break of the drainage, that happened during removal, is correlated with the milking operation that the health professionals perform twice a day, for every day that the drain stays in situ. In fact this operation cause stress and strain to the drain which is again and again tight and forced. The investigation is gone on verifying production documentation and complaint data base. The indicated lot is made up of (B)(4) units, sold during year 2015. We haven't received any further complaints relative to this problem, nor others. We haven't received any other complaint relative to near lots or lots produced more recently. Following we have checked the tensile strength at break test performed by quality control before lot release: the values are in compliance and higher then values required from en 1617 (20 n) and en 1618 standards. In detail, values recorded for eye-let section are the following: 73.2n, 89.9n, 92.9n, 79n, 88.8n, 89.5n, 89.9n. Values recorded in the change area of the profile (flat-round profile) are the following: 79.4n, 68.7n, 76.8n, 82.2n, 75.3n, 78.6n, 78.3n. Values recorded for the round section are the following: 74.5n, 66.9n, 76.8n, 74.5n, 74.9n, 78.6n, 78.3n. During our visit in the hospital, we have collected two units of the same lot and we have performed the same tensile strength test, but we didn't find any not compliant value, that are in line with the others found during production. We can conclude that the break of the drain was caused by the manual milking procedure, that could have damaged the drain surface. In fact, recorded tensile strength values are in compliance and in line with histotical data. No deviation has been detected on the lot that is in compliance with the specification. No corrective/preventive actions on the product are required. We will monitor any possible future indication of similar complaints and evaluate if actions are required.

Event description:
During drain removal , it broke between flat and round section. The flat one remained inside the patient. She needed a dedicated surgery to remove the segment remained inside.